Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the centrifugal pump console. The incident occurred in palo alto, california. The issue is more likely due to defective battery monitoring circuit board and mains monitoring circuit board. Repair is pending customer quotation approval. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a centrifugal pump console did not display battery information and shut down when unplugged. There was no report of patient injury.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the customer replaced batteries on their own and that batteries different from the recommended ones were used. However, after battery replacement the issue was not fixed and battery monitoring circuit board and mains monitoring circuit board were replaced as well. Field service engineer dispatched on site for troubleshooting confirmed the reported condition and solved the problem by replacing following parts: batteries battery monitoring circuit board mains monitoring circuit board. After performing functional checks with positive results, the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Event description:
See initial report.

Manufacturer narrative:
Additional information available: the most likely root cause of reported event was faulty batteries and relevant monitoring circuit boards. The risk is in the acceptable region. No corrective action is deemed necessary. Livanova will keep monitoring the market.